Event description:
A customer reported a power source alert with their device. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the customer plugged the charging cable into a wall adapter, and the pump began charging, requiring no further assistance.